Event description:
The physician successfully deployed a proglide device in an arteriotomy closure for a transarterial chemoembolization procedure. Shortly after the procedure, the pt complained of severe pain at access site. A small pseudoaneurysm was detected by ultrasound and was treated using manual compression.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.